Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address disassociation.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). Patient was revised to address disassociation. Update 02/12/2014 the complaint has been updated with doi, lot number info for the liner and part/lot info for the cup, per invoice located on this date. Manufacturing dates and locations were also identified update rec'vd 2/14/2014- product was returned and upon analyst review it was found that the femoral head may have contributed to the disassociation of the liner. (B)(4). Implant: (B)(6) 2004. (B)(4). Visual examination of the returned devices finds evidence to support disassociation of the liner and cup while implanted. The returned femoral head exhibits signs of coming into direct contact with the acetabular cup, further supporting the disassociation. In this case 3 of the ard's of the polyethylene liner have fractured. It is evident that the edge of the liner was loaded by the femoral head and patient body weight while implanted. There are machining lines yet visible within the inner radius of the liner which would not be as obviously present had the femoral head been more centrally loaded. The edge loading of the liner has placed pressures on the material near the rim that were not intended leading to a fracture of the material and subsequent disassociation of the liner from the cup. The patient is a reported female (B)(6). No further demographics have been made available. Patient x-rays were requested but not provided. Placement cannot be commented on. A search of the complaints databases found no other reports against the contributing product codes. It should be noted, the femoral head was reported in error and is not considered contributory to this reporting. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address disassociation. Update 02/12/2014 the complaint has been updated with doi, lot number info for the liner and part/lot info for the cup, per invoice located on this date. Manufacturing dates and locations were also identified update rec'd 2/14/2014- product was returned and upon analyst review it was found that the femoral head may have contributed to the disassociation of the liner.